Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested.

Event description:
Literature: lobsien e, gruber d, schneider gh, kuhn aa, kupsch a. Latrogenic belly dancer syndrome following quadruple deep brain stimulation in a patient with myoclonus dystonia (dyt11). Mov disord. Nov 15 2010; 25(15): 2692-2693. Summary: a (B)(6) female patient had developed symptoms of myoclonus and dystonia in early childhood. With disease progression into her teenage years dystonic symptoms developed including cervical dystonia and dystonic posturing of the extremities especially the left arm leasing to severe disability. The authors present a case report of a rare surgical adverse event of quadruple dbs in a patient with myoclonus-dystonia (md) who received bilateral vim- and evaluated for dbs in 2005 and was treated in 2006. The therapy was reported to be effective. Event: the authors report that two years after surgery, dysesthesias and pain in the region of the pulse generators developed. At presentation "up and down dancing" of the pulse generators related to head rotation was noticed and identified as iatrogenic head-movement-induced belly dancer syndrome. These movements of the stimulator were presumably caused by shortening of the electrode leads due to connective tissue transformation. Surgical revision with repositioning of the electrode leads and loosening of tissue adhesions showed complete relief of these symptoms.